Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: upon leak test, the anastomosis leaked. The surgeon over-sewed the staple line where the leak was detected and performed a diverting ileostomy. Dr (B)(6) is primary surgeon; dr (B)(6) fires the eea. The diverting ileostomy was unintended; resulted in subsequent surgery to reverse. Operating room time was delayed 1 hour. No bleeding was reported.